Event description:
It was reported that the reservoir are leaking. The current blood glucose reading is 399 mg/dl. Customer has treated with manual injection. Customer states the leaks occur between the reservoir and vial. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.